Event description:
The customer reported that a portion of the device jaw broke during the procedure and fell into the pt cavity. The piece was retrieved and another device was used to complete the procedure w/o incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.